Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the right ventricular (rv) lead exhibited low pacing impedance. It was further identified that the lead exhibited an insulation anomaly. The lead was capped and replaced (B)(6) 2024. The patient was in stable condition.